Event description:
Boston scientific received information that this right ventricular (rv) lead is exhibiting noise. After troubleshooting the physician noted that he suspects this rv lead is fractured. There were no adverse patient effects reported. A future procedure has been scheduled to resolve the issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The rv lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information has been received stating this this right ventricular (rv) lead has been taken out of service due to being fractured. No adverse patient effects reported from this procedure.